Event description:
Levophed was hung on a patient through an alaris pump for blood pressure control. Drip was stopped and turned off. Entire pump and all 4 channels were off. Peripheral levophed bag began to free flow into the patient when it was not on. It was still in the channel. Pc unit: s/n [redacted number]. Free flow pump module: s/n [redacted number]. Pump module between pc and free flow module: s/n [redacted number].